Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer on 2/26/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer request a call back on another time. Customer not able to take the call at the time.

Event description:
Consumer reported complaint for complaint blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is 01/31/18. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer called in states the meter is reading high blood results. Customer states her normal fasting range is 90mg/dl-110mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/26/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer request a call back on another time. Customer not able to take the call at the time.

Event description:
Consumer reported complaint for complaint blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2019and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called in states the meter is reading high blood results. Customer states her normal fasting range is 90mg/dl-110mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia.